Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients leads migrated and unable to get bilateral coverage. As such, surgical intervention was undertaken wherein both the leads were explanted and only one lead replaced. Bilateral coverage was restored.